Event description:
It was reported that after an interventional procedure, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, halfway through thumb advancer/exchange sheath splitting, resistance was met and thumb advancer/exchange sheath splitting could not be completed. Although the safety release was used, the device remained difficult to remove. It was not specified what steps were taken to remove the device. Manual arterial compression was applied to achieve hemostasis. A hematoma of an unspecified size developed, but it was not specified if the hematoma was treated. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy thumb advancer was confirmed as analysis of the device revealed damage to the exchange sheath and flex-guide nylon shaft that prevented completion of the thumb advancer. Additionally, the reported difficulty removing the device after using the safety release was confirmed as analysis of the device revealed that the leaves of the garage tube were bent and twisted from striking and carving into the flex-guide nylon shaft, which can cause the damaged garage leaves to become caught in the tissue tract during removal. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.